Manufacturer narrative:
Siderail not locking in the upright position due to a broken timing link.

Event description:
It was reported by service report that the head left siderail would not lock in the upright position. No patient involvement or adverse consequences were reported.